Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time and date) issue. Reportedly, the patient noted that the time and date were incorrect on the pump and had to be reset to the correct setting. It was also reported that after battery changes, the time and date reset to factory default. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013:the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: pump passed time test. Black box review shows no activity outside of normal use. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump was exercised for 5 days on 0.5u/h, no time issue occurred during testing. Pump was powered ¿off¿ on (B)(4) 2013 for 70 min; the unit was able to maintain time/date settings with a 3 sec tolerance. -the pump was left ¿off¿ for 7h, the pump was unable to maintain time/date and it flipped after less than 24h of ¿power on rest¿. Pump was opened and disassembled, bt1 component was found to be leaking.